Event description:
It was reported by svc report that the nurse call cable was not working. There was no pt involvement; however adverse consequences were unk.

Manufacturer narrative:
Result: nurse call cable.